Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose level of 500 mg/dl. The customer's blood glucose was 322 mg/dl at the time of issue. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.